Event description:
The pump was returned for recurring loss of primes. During evaluation, the force sensor pins were found to be partially dislodged. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. 2531779-03/24/2010-003-r.